Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was implanted with an impella 5.5 and had to be cardioverted due to electrophysiological issues. Placement signal issues occurred due to the patient getting defibrillated. "Position unknown" and "impella in aorta" alarms appeared. Impella 5.5 support continued.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump was not returned for investigation. The data log was not provided and could not be retrieved from the remote server. The cause of the optical signal issue was not determined since the product was not returned and sufficient clinical information was not provided. In order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B2 updated to include death. B5 updated to include death.h1 updated to death. H6 updated to include death. D6b updated. D10 concomitant medical products and therapy dates updated.

Event description:
Care was eventually withdrawn, and the patient expired.